Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated that the system experienced a period of transient optical instability, which likely contributed to the observed differences between bg and sg values. Customer care recommended that the user perform a sensor re link to clear the calibration history and allow the system to re initialize and converge faster. The sensor re link was successfully completed, and the user was advised to continue using the system as instructed. Subsequent review of the data management system confirmed that the system was current with active use.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.